Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. A chest x-ray was performed and no anomalies were noted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.